Manufacturer narrative:
(B)(4). Approximate age of device: 1 year, 4 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains ongoing with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that over the last few days, the lvad system produced low flow and low speed operation alarms, as well as one driveline disconnected alarm. The patient evaluated the external driveline and system controller, and did not see evidence of damage or loss of integrity to the cables. All connections seemed tight and engaged. It was reported that the patient was seen in the clinic, and that additional alarms occurred with positional changes. The patient was asymptomatic. The manufacturer¿s technical services representatives were onsite for a driveline evaluation on 11/03/2016. The electrical continuity test did not reveal any broken wires. A percutaneous lead (driveline) replacement was performed, and the lvad system was connected to a grounded patient cable with no alarms. The patient was then sitting on the side of the bed and twisted to get something and the low speed and pump off alarms occurred. During the event, the system controller produced a yellow wrench/replace controller alarm, with only one green arrow of the pump running symbol illuminated. The patient was quickly changed to the backup system controller with no issues. It was reported that the patient would discuss options with the lvad team and surgeon. An ungrounded power module patient cable has been shipped to the patient for lvad system support while on ac power. No additional information was provided.

Manufacturer narrative:
The report of low speed alarms and a pump stop was confirmed based on the evaluation of the submitted system controller log file. Multiple low speed and pump stoppage events were captured in the submitted log file. The pump stoppage events captured in the log file appeared to have occurred while the system was connected to the power module. Based on the manufacturer's complaint history and similar reported events, these alarms could be the result of a compromised wire in the percutaneous lead (lead). However, the root cause of the alarms could not be conclusively determined. X-ray images of the internal and external portions of the lead were examined and no areas of potential shield breakdown was identified. A distal end lead replacement was performed on 11/03/2016 and approximately 18.5 inches of the external portion/distal end of the lead was returned for evaluation. The returned portion of the lead was tested for electrical continuity and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate layers of the lead were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The lead was submerged in a saline bath for high potential testing and the test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The patient remains on going on lvad support with the ungrounded patient cables for use with the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.